Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient was driving and experienced dizziness due to an unspecified low reading, it unclear if the low was due to the cgm or bg reading. At an unspecified time, it was mentioned that the neighbor called 911 and the patient was treated with unspecified IV sugar. The bg was measured, showing 260 mg/dl by emergency medical service while the cgm was showing 130 mg/dl. The patient was uncertain about the values provided as the patient does not remember. The patient recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The product was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.